Manufacturer narrative:
Result: broken screw jacks.

Event description:
It was reported by service report that the communication port was not working properly. The screw jacks from the docker cable snapped off inside the 37 pin communication cable connector. No pt involvement or adverse consequences are reported.